Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, upon inflating the balloon with high pressure, it was noted that the balloon broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.